Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead exhibited loss of capture during a pre-discharge device check-up. The physician reopened the pocket and discovered that the rv lead was twiddled and completely detached from the tissue. The physician repositioned the lead. The event was resolved and the patient was stable post procedure.